Manufacturer narrative:
Date of event: unknown. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the plunger rod was difficult when drawing medication on a bd insulin syringe with the bd ultra-fine¿ needle 0.5ml 30gx1/2" before use. No injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (2) loose 1/2cc, 12.7mm syringes. Customer states that the plunger is hard to draw. Both returned syringes were examined and one sample exhibited the stopper separated from the plunger rod. No damage to the plunger rod was observed. The remaining syringe exhibited a slightly deformed stopper. CAPA (B)(4) has been opened to address this issue as per manufacturing, a review of the device history record was completed for batch# 7016808. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [(B)(4)] noted that did not pertain to the defect sample will be forwarded to manufacturing ((B)(4)) on 10nov2017 for further review. Bd was able to duplicate or confirm the customer¿s indicated failure (stopper separates and deformed stopper) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure (stopper separates). Root cause description: possible root cause for separated stopper: insufficient silicone in the barrel. Possible root causes for a damaged stopper include: this condition is referred to as a rolled stopper which can occur during the assembly process, when the plunger rod is being assembled in the barrel and there is inadequate (not enough) lube present in the barrel ID (inner diameter) and or the stopper itself does not have enough lube on it. As a result, the stopper does not move freely in the barrel and can become stuck and deformed. There is also the possibility that the stopper starts out being misaligned on the end of the plunger rod and then gets rolled as it is being inserted inside the barrel. Rolled stoppers can also be caused by partially peeling off the stopper before insertion into the syringe barrel. As per supplier, improper stacking of rubber sheets in autoclave cart, causing pinching/deformity.

Manufacturer narrative:
Investigation: on 14nov2017, holdrege received two (2) loose 0.5ml, 12.7mm syringes from reported batch# 7016808. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, it was noted that both syringes exhibited slight deformations of the stopper, as visualized in the assembled syringe. One (1) sample additional was noted to have stopper separation from the plunger rod itself. Upon disassembly, both stoppers were found to return to their original configuration. During disassembly of the samples, excess drag and repeated disengagement of the stopper from the plunger rods was noted, in both samples. Probable root cause is likely to be dry barrels, as evidenced with the increased difficulty of cycle testing, stopper shape deformity being transient within the assembled syringe and the disengaging of the components when removing the plunger rod. No additional actions at this time.